Manufacturer narrative:
(B)(4). Upon further clarification, it was reported that the connection issue occurred between the line of the transfer set and the luer lock of the same set. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that there was no visible damage on the transfer set and there were no initial connection or disconnection difficulties noted. The transfer set was stored coiled up and fixed to the patient's abdomen. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An evaluation was performed to investigate the reported connection issue on a photograph of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and identified the tubing separated from the patient adapter. The sample evaluation verified the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a disconnection of the set from the titanium adapter which occurred on the homechoice device, during therapy. The hp was connected at the time of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.